Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported extreme shaking while making cuts. Mps reported shaking is coming from j3. Case number: (B)(4). Update from email form - 03-september-2020: no surgical delay. Case type: tka.

Event description:
Mps reported extreme shaking while making cuts. Mps reported shaking is coming from j3. Case number: (B)(4). Update from email form - 03-september-2020: no surgical delay. Case type: tka.

Manufacturer narrative:
Reported event: mps reported extreme shaking while making cuts. Mps reported shaking is coming from j3. Product inspection: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: none. Work performed: (B)(6) mps evan spencer reported extreme shaking of the arm while making cuts during cases. During investigation while running transmission check, found that both j5 & j6 phase lag values were high indicating that both j5 & j6 transmission cables were loose and out of spec. Re-torqued j5 transmission cables and now phase lag is within spec (0.7°). Re-torqued j6 transmission cables and now phase lag is within spec (15.6°). Performed a saw bone test on the system and now the arm does not vibrate. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: a review of device history records shows that on 25/04/2014, 01 device was manufactured and placed on: npr. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 209999, serial number: (B)(6) shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required.